Manufacturer narrative:
After cleaning the manifold on the instrument, the customer repeated the sample using the same reagents. The expected results were obtained.

Event description:
Customer reported unexpected negative result on the galileo.